Event description:
Practitioner indicated on the return form that the return was due to "corneal erosion." Synergyeyes is continuing their efforts to obtain additional information from the practitioner.

Manufacturer narrative:
Lenses were evaluated upon receipt from the practitioner. The evaluation determined that the lenses met all of the product specifications. Since the exact etiology is not clear no further conclusions can be drawn. Additional lot # 045227, part number (B)(4), expiration date june 2017, mfg date july 2012.